Manufacturer narrative:
The customer's report of a leakage was confirmed. A visual inspection of the two leaking smartsites noted some damage to the blue piston which resulted in the leakage. Functional testing confirmed the customer¿s report as fluid was observed to be leaking from the blue pistons of two of the smartsite components: no leakage was noted from the third smartsite. The root cause of the customer's report could not be identified.

Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient and there is no reported harm to the user as a result of this incident.